Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced low blood glucose. Blood glucose reading was 40 mg/dl. Customer was treated with 2 orange, 15 glucose tablets and 2 cookies for their low. Customer stated that they had pump error. Customer had been using insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of incident. The customer was alleged that insulin pump was over delivering due to insulin pump error occurred then blood glucose started to go low. Customer was neither in emergency room nor admitted into hospital. The insulin pump will be and reservoir will not be returned for analysis.

Manufacturer narrative:
Retainer ring=clear. Customer complained pump is under delivering and low blood glucose. Device alarmed pump error 130. Device will be tested and downloaded to verify delivery anomaly and motor anomaly. Device passed active current measurement, sleep current measurement test, selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Device passed delivery accuracy test at 0.08710 inches. No pump error 130 or over delivery anomalies noted during testing. Device successfully downloaded to thus and care link. Daily total of 22.45 units of insulin was delivered on 07/12/2021. Verified pump alarmed pump error 130 on 06/29/2021 15:56:49.000 in insulin pump history due to corroded motor home switch. No moisture damage or physical damage noted on electronic assembly during visual inspection. The following were noted during visual inspection: corroded motor switch, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. No delivery anomaly noted during testing and verified in pump history the insulin pump alarmed pump error 130 due to corroded motor home switch. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.